Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported issues with no power on the scc and the monitor of the architect i1000sr analyzer. Recycling power did not resolve the issue. The abbott field service engineer (fse) pressed the power button on the scc and smoke began coming out of the rear of the scc. The fse immediately unplugged the scc. There was no impact to patient management, user safety, or facility damage reported.

Manufacturer narrative:
During the site visit by the abbott field service engineer (fse) no additional damage to other components within the scc computer were identified. The fse replaced the scc f+ power supply (pn 7-206072-01), which returned the analyzer to normal function. A review of the architect (B)(4) service history found no contributing factor on or around the date of the event. There were no subsequent reports of smoke from the scc after the scc f+ power supply was replaced. A review of the architect system operations manual provides information regarding electrical hazards, and electrical safety for the architect systems. The i1000sr service and support manual provides instructions for replacing the scc-f+ power supply. The 2019 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. A 12-month review of complaints for the architect platforms identified no trend for the i1000sr or the scc f+ power supply similar to the issue described in this ticket. Based on the investigation no product deficiency was identified for either the architect i1000sr, sn (B)(4), or the scc-f+ power supply (rohs) (pn 7-206072-01).